Event description:
It was reported that the patient felt pain ¿again¿ which began one day prior to report. The patient observed the reposition antenna screen on the recharger on the same day. The implantable neurostimulator (ins) was last charged about six days prior to report. The patient usually charged once a week. The patient programmer indicated that the patient should charge the ins. A communication problem was reported. The patient was redirected to the healthcare professional (hcp). Additional information received reported that according to the clinician and patient programmers the ins was simply discharged. It was noted that the recharger would not communicate with the ins. The patient last recharged six days prior to report and at that time received six to eight coupling bars. The patient had stopped feeling stimulation three days prior to report. It was noted that it was unable to communicate. Pocket assessment indicated that the ins appeared to be properly placed. It was noted that the patient went on a boat. It was further reported, the patient could not couple. Additional information received reported that the patient utilized a new antenna but the ¿same thing¿ happened and the antenna would not ¿find¿ the device. The patient noted that the stimulation began getting stronger and this generally indicated the patient needed to charge. The patient had charged the device up to 75% three days prior. Then the patient attempted to connect with the recharger and the recharger beeped and the reposition antenna screen was observed. The patient had already attempted a recharger reset. Additional information received reported that the patient had a depleted battery with no stimulation. The patient had not been able to communicate with the ins using a replacement antenna. It was further reported that the patient had issues ¿finding¿ coupling. Additional information received reported that the patient had been in ¿a lot of pain¿ because the recharger was not working. Additional information received reported that the patient had not felt stimulation for a few days. The patient noted the pain was getting worse and believed the ins was in an overdischarge state. The new recharger and antenna still would not connect the ¿recharger to the programmer.¿ the patient was also not able to communicate with the programmer. The patient was redirected to the hcp. It was reported that two rechargers, a clinician programmer, and five patient programmers would not communicate with or connect to the implant. A power on reset condition (por) was reported. A short physician mode recharge (pmr) was conducted and the ¿full ins¿ and ¿device not supported¿ message was observed on the recharger. It was confirmed that the recharger was compatible with the implant. Antenna locate was conducted twice and the first time was in the 50s, the second time in the 40s. The recharger indicated that the last time it had been used to charge the device was about two weeks prior to the call although the patient noted it had been about seven days. The caller reported charging more than expected. At the end of the call communication had not been established. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported there were telemetry issues and the patient experienced a loss of therapeutic effect and increase baseline pain. It was reported the patient¿s implantable neurostimulator (ins) had not been responding for about 10 days. A manufacturer representative had tried to recharge the ins for 3 days in a row over a 6-7 hour period. It was noted the manufacturer representative and patient¿s doctor did not know why the ins was not responding. It was reported the patient was in ¿massive, massive¿ pain. It was noted they did not know what else to do except possibly replace the battery.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013,product type: lead. Product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the implantable neurostimulator found hybrid lock-up. Telemetry could not be restored. The device had undergone a power on reset after being cut open and telemetry was restored.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37751, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was explanted. It was noted the ins prematurely depleted. The reporter stated the ins went into overdischarge in a matter of a week after being fully charged. The reporter further stated that another manufacturing representative did multiple physician mode recharges. It was noted the patient had pain and less than 50% therapy relief. Additional information received reported that another manufacturing representative met with the patient initially and did the troubleshooting. The reporter stated there were present at ins replacement consult and the replacement surgery. The reporter further stated that (B)(6) 2013 was the date of the consult or ins replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis found that the ins hybrid integrated circuit had a cooper trace anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.